Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when a symptomatic patient presented in clinic for a follow up, noise and intermittent loss of capture were noted on the rv lead. Programming change was made. The lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.

Event description:
New information received stated that insulation anomaly was noted on the lead.

Manufacturer narrative:
Additional information: a partial lead (distal end) was returned in one piece measuring 51.7 cm with extraction tool stuck inside the lead. Destructive analysis was performed and visual inspection found an abrasion breaching the inner insulation at 24.7 cm to 25.1 cm from the distal tip. This is consistent with the observation from the field of noise, loss of capture and insulation anomaly.